Event description:
It was reported, the screwdriver broke during the procedure, the locking screw was removed with a plier and replaced by cortical screws, the anesthesis was extended by 20min, the objective of the surgery was achieved.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.